Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. It is unknown if the affected load was released for use on patients or reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis and system risk analysis (sra). The DHR could not be reviewed as the lot number was not available. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. There is insufficient information to determine an assignable cause at this time. Multiple attempts to follow-up with the customer was unsuccessful. Should additional information become available, the complaint file will be re-opened and evaluated. The issue will continue to be tracked and trended.